Event description:
A mother reported that her son developed an eye infection while using renu moistureloc or renu multiplus multi-purpose solution. The patient was out of town at the time and sought treatment from a local eye doctor for his condition. The eye doctor confirmed the patient presented to his office and complained of a itchy, red left eye for two days. He diagnosed the patient with iritis os and was prescribed flarex. Two days later, at follow-up, the patient had a decrease in anterior chamber cells, and improved comfort. His corrected vision was also improved to 20/25. This eye doctor did not see the patient again because the patient was going to follow-up with his regular eye doctor. The mother noted that as of 5 days later, the patient still had eye redness and burning. It was confirmed with the patient's regular eye doctor that as of 13 days later, the patient had not followed up regarding his condition. It should be noted the treating eye doctor did not attribute the event to use of solution, and stated that he did not feel that patient was forthcoming about all the information surrounding his event.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.